Event description:
It was reported that although the lifeband was not twisted and patient clothing was not involved, autopulse platform sucked the sheathing right through the buckle. The autopulse stopped and the customer was unable to extend the life band. No adverse pt sequelae was reported. Additional details were requested by manufacturer however none were able to be provided.

Manufacturer narrative:
The autopulse platform with serial number (B)(4) was received for investigation on (B)(4) 2013. Visual inspection was performed and no anomalies were found. A review of the data archive showed no significant discrepancies. The autopulse platform passed all functional testing.